Event description:
Event description guidant received information that this atrial j lead has exhibited and impedance reading of >2500 ohms in unipolar and bipolar modes. The call states that they have ruled out a lead fracture but thinks it's a loose set screw or the lead is not fully in the device header. Subsequent call from the sr jonathan pagliaro indicates a chest x-ray is going to be done to assess the lead's position.